Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an angulation malfunction. The device was returned for evaluation. During the device evaluation, foreign materials were found in the plastic distal end cover, the body control unit, and the suction channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
In addition to the finding in b5, the device evaluation also found the following: due to the deformation of up/down, water tightness was lost. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The connecting tube had discoloration. The plastic distal end cover had a dent. Adhesives around the light guide lens had a white-clouded area. Adhesives around the objective lens had a white-clouded area. The scope connector was deformed. The scope connector had discoloration. Switch 3 had a scratch. Switch 1 had a scratch. The scope connector was dirty due to water leakage. Adhesive on the bending section cover had a white-clouded area. The adhesive on the bending section cover had a chip. The bending section had discoloration. The connecting tube had a scratch. Due to damage, switch 4 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.